Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the reported tissue injury could not be determined. The reported mr appears to be a cascading effect of tissue injury. The reported effect of tissue injury and mr are listed in the mitraclip instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported hospitalization is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip perforated the leaflet and the mr increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted at a2p2 without issue, reducing mr to 1. On (B)(6) 2022, echocardiogram revealed the posterior leaflet right behind the closed clip arm was perforated and the mr increased to 4. The patient will undergo mitral valve replacement at a later time however remains hospitalized. No additional information was provided.